Manufacturer narrative:
(B)(4) h6: health effect impact code - prophylactic treatment.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient inserted a new wearable, and experienced sensor failure during the warmup period, and decided to remove the sensor. Upon sensor removal, no portion of the sensor wire was visible on the sensor pod, and the patient alleged the wire remained in the skin. On the same day at 10:00 pm, the patient went to the emergency department (ed) and had an x-ray and an ultrasound which showed no evidence that the sensor wire was retained under the skin. She was discharged home the next day at 4:00 am with a prescription for unspecified oral antibiotic prophylaxis to prevent an infection. At the time of the report, the patient was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.